Event description:
A 79-year-old male pt underwent pacemaker placement 9/1998. Pt had problems with increasing thresholds. Cxr revealed pacemaker ventricular lead had migrated in position. Pacemaker generator at end of life.